Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime test. Unable to confirm motor position encoder error alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and pump error alarm. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.